Event description:
Event verbatim [preferred term] burn on the back, burn degree 2a, it felt like a sunburn [burns second degree] , one day there was no reaction, another day there was a normal reaction, back pain did not improve [device ineffective]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history and concomitant medications were not reported. It was reported, "thermacare burn on the back. Confirmation of burn degree 2a, it felt like a sunburn. She has not slept with it and has removed it properly. Her husband then told her that she had burns. The pharmacy is up to date, tomorrow ((B)(6) 2017) she has an appointment with a plastic surgeon for documentation. One day there was no reaction, another day there was a normal reaction, back pain did not improve." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device ineffective is assessed as associated with the device., comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device ineffective is assessed as associated with the device.

Event description:
Burn on the back, burn degree 2a, it felt like a sunburn/burn blisters; feeling of sandpaper later feeling like sunburn [burns second degree], did not check the skln under the product while wearing [intentional device misuse], sometimes there was a normal reaction, back pain did not improve [device ineffective], she restlessly slept [poor quality sleep]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), lot number not provided, from (B)(6) 2017 for back pain - lumbar spine area, tense muscles in back. Medical was not reported. Concomitant medications were none. The patient previously used thermacare heatwraps for years (for 1 to 2 days, seldom 3 days), always for the back and did not experience the same symptoms and abc plaster used about 15 years ago and experienced intolerance. It was reported, "thermacare burn on the back. Confirmation of burn degree 2a, it felt like a sunburn and blisters on (B)(6) 2017. She reported the feeling of sandpaper at the same moment, 5-10 minutes later feeling like sunburn on (B)(6) 2017 (for 12 hours), the next morning around 8 clock detection of the burn blisters and burn pain on (B)(6) 2017. She restlessly slept. She has not slept with it/has not used it at night and had removed it properly. Her husband then told her that she had burns. She did not check the skin under the product while wearing "never, in morning on it, down on the evening". The pharmacy is up to date, tomorrow ( (B)(6) 2017) she has an appointment with a plastic surgeon for documentation. It was reported "sometimes there was a normal reaction, back pain did not improve." The patient reported healing in about 2 weeks expected. The patient was not hospitalized and the event was treated with tyrosur gel and wound opening. The action taken with thermacare heatwrap was permanently withdrawn on 15apr2017. The outcome of the event blisters was not resolved and the outcome of the remaining events was unknown. The patient reported no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on your skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. The patient's skin tone was medium. She did not have sensitive skin or any abnormal skin conditions. The patient purchased the red box of thermacare heatwrap. She used the product for 2 days, for approximately 6-8 hours. She previously used other heat products for pain relief, abc plaster used about 15 years ago and experienced intolerance. She attached the thermacare adhesive to the body and she always wore it on the skin (as in the advertising). She did not engage in exercise while using the product. She did read the usage instructions on thermacare before using, during the first administration years ago. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2017): new information received from a contactable consumer included patient data (age), concomitant medications (none), past product history, product data (start/stop dates, indication, action taken) and reaction data (additional event description of burn blisters, and she did not check the skin under the product while wearing "never, in morning on it, down on the evening", outcome for the event burn blister). Amendment: this report is being submitted to amend previously reported information (the onset date for the event intentional device misuse was updated from (B)(6) 2017). Additionally, the event of device use error was deleted. Follow-up (28jun2017): follow-up attempts completed. No further information expected. Case closed. Follow-up (07sep2017): this case is being deleted from the database for the following reason: duplicate case. This is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). Company clinical evaluation comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device. Comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on the back, burn degree 2a, it felt like a sunburn/burn blisters; feeling of sandpaper later feeling like sunburn [burns second degree], did not check the skin under the product while wearing [intentional device misuse], did not check the skin under the product while wearing [device use error], sometimes there was a normal reaction, back pain did not improve [device ineffective], she restlessly slept [poor quality sleep]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), lot number not provided, from (B)(6) 2017 for back pain - lumbar spine area, tense muscles in back. Medical was not reported. Concomitant medications were none. The patient previously used thermacare heatwraps for years (for 1 to 2 days, seldom 3 days), always for the back and did not experience the same symptoms and abc plaster used about 15 years ago and experienced intolerance. It was reported, "thermacare burn on the back. Confirmation of burn degree 2a, it felt like a sunburn and blisters on (B)(6) 2017. She reported the feeling of sandpaper at the same moment, 5-10 minutes later feeling like sunburn on (B)(6) 2017 (for 12 hours), the next morning around 8 clock detection of the burn blisters and burn pain on (B)(6) 2017. She restlessly slept. She has not slept with it/has not used it at night and had removed it properly. Her husband then told her that she had burns. She did not check the skin under the product while wearing "never, in morning on it, down on the evening". The pharmacy is up to date, tomorrow ((B)(6) 2017) she has an appointment with a plastic surgeon for documentation. It was reported "sometimes there was a normal reaction, back pain did not improve." The patient reported healing in about 2 weeks expected. The patient was not hospitalized and the event was treated with tyrosur gel and wound opening. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event blisters was not resolved and the outcome of the remaining events was unknown. The patient reported no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on your skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. The patient's skin tone was medium. She did not have sensitive skin or any abnormal skin conditions. The patient purchased the red box of thermacare heatwrap. She used the product for 2 days, for approximately 6-8 hours. She previously used other heat products for pain relief, abc plaster used about 15 years ago and experienced intolerance. She attached the thermacare adhesive to the body and she always wore it on the skin (as in the advertising). She did not engage in exercise while using the product. She did read the usage instructions on thermacare before using, during the first administration years ago. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2017): new information received from a contactable consumer included patient data (age), concomitant medications (none), past product history, product data (start/stop dates, indication, action taken) and reaction data (additional event description of burn blisters, and she did not check the skin under the product while wearing "never, in morning on it, down on the evening", outcome for the event burn blister). Company clinical evaluation comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device., comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on the back, burn degree 2a, it felt like a sunburn/burn blisters; feeling of sandpaper later feeling like sunburn [burns second degree] , did not check the skin under the product while wearing [intentional device misuse] , sometimes there was a normal reaction, back pain did not improve [device ineffective] , she restlessly slept [poor quality sleep] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), lot number not provided, from (B)(6) 2017 for back pain - lumbar spine area, tense muscles in back. Medical was not reported. Concomitant medications were none. The patient previously used thermacare heatwraps for years (for 1 to 2 days, seldom 3 days), always for the back and did not experience the same symptoms and abc plaster used about 15 years ago and experienced intolerance. It was reported, "thermacare burn on the back. Confirmation of burn degree 2a, it felt like a sunburn and blisters on (B)(6) 2017. She reported the feeling of sandpaper at the same moment, 5-10 minutes later feeling like sunburn on (B)(6) 2017 (for 12 hours), the next morning around 8 clock detection of the burn blisters and burn pain on (B)(6) 2017. She restlessly slept. She has not slept with it/has not used it at night and had removed it properly. Her husband then told her that she had burns. She did not check the skin under the product while wearing "never, in morning on it, down on the evening". The pharmacy is up to date, tomorrow ((B)(6) 2017) she has an appointment with a plastic surgeon for documentation. It was reported "sometimes there was a normal reaction, back pain did not improve." The patient reported healing in about 2 weeks expected. The patient was not hospitalized and the event was treated with tyrosur gel and wound opening. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event blisters was not resolved and the outcome of the remaining events was unknown. The patient reported no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on your skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. The patient's skin tone was medium. She did not have sensitive skin or any abnormal skin conditions. The patient purchased the red box of thermacare heatwrap. She used the product for 2 days, for approximately 6-8 hours. She previously used other heat products for pain relief, abc plaster used about 15 years ago and experienced intolerance. She attached the thermacare adhesive to the body and she always wore it on the skin (as in the advertising). She did not engage in exercise while using the product. She did read the usage instructions on thermacare before using, during the first administration years ago. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer included patient data (age), concomitant medications (none), past product history, product data (start/stop dates, indication, action taken) and reaction data (additional event description of burn blisters, and she did not check the skin under the product while wearing "never, in morning on it, down on the evening", outcome for the event burn blister). Amendment: this report is being submitted to amend previously reported information (the onset date for the event intentional device misuse was updated from (B)(6) 2016 to (B)(6) 2017). Additionally, the event of device use error was deleted. Company clinical evaluation comment based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device., comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury /unanticipated serious deterioration requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The patient "did not check the skin under the product while wearing" which most likely contributed to the above incident. The other event device ineffective is assessed as associated with the device. The event restlessly slept more likely from the burn not associated with the use of the device.